Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) russia, alleging that his onetouch ultra meter was intermittently displaying an error 2 message, does not turn on and powers off during use. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began a year prior to him contacting lfs. He reported that he manages his diabetes with insulin novorapid 20 units per day and levomir 12 units and made no changes to his normal diabetes management in response to the alleged error message. The patient alleges that at an unknown time after the meter issue began, he developed symptoms of "loss of consciousness". The patient reported that in response to the alleged symptom he was taken to hospital but could not confirm what treatment he received. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, the correct test strips were being used, and the patient described the correct testing steps. The csr noted that when the power button was pressed the error 2 message did appear. The csr noted that based on the information provided the batteries did not require replaced. The issues were not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.